Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The distributor alleged that there was a loss of prime issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: a review of the pump¿s black box history showed that a loss of prime warning due to low (non-zero) force was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no defects were found to the force sensor pins or solder connections. There was no evidence of cracked force sensor traces observed. The prime issue was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)